Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Complete lead was returned severed in two segments approximately 6 centimeters (cm) from terminal pin. The set screw mark on terminal pin was at the correct location. Insulation abrasion was noted. The abrasion is smooth which may suggest a lead-on-lead contact. The lead passed the resistance measurement test.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements. The physician did not want to leave that much bulk in the pocket and the superior vena cava was too small to accommodate four leads. Additional information obtained from the field which indicated that the cause of high pacing threshold measurements was unknown. The lead was explanted. No additional adverse patient effects were reported.